Event description:
It was reported that within weeks of implant during a right atrial (ra) lead repositioning, the physician noticed the outer insulation on the ra lead was "pulled" away or had torn. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.